Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-23. H6: investigation summary: one 2000e-04 sample from lot 20115181 was received in open packaging for investigation. No connecting products were returned to assist the investigation. Further information provided by the customer indicates that the occlusion was identified during connection with a terumo syringe. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the smartsite component; no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20115181 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsite. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However in this instance no occlusion was observed during testing of the returned samples, please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product was not returned, and the reported occlusion was not replicated during testing of the returned sample it could not be determined which is the most likely root cause for the customer's experience in this instance. CAPA 1998036 has been initiated. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months. H3 other text: see h10.

Event description:
It was reported that 4 ll vlv adpt (stand alone) experienced flow issues, and was clogged. The following information was provided by the initial reporter: user facility reported a further 4 smartsite connectors that have been blocked. These incidents have occurred in anesthetics and the doctors are becoming concerned. When IV access was established, the smartsite was blocked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 ll vlv adpt(stand alone) experienced flow issues, and was clogged. The following information was provided by the initial reporter: user facility reported a further 4 smartsite connectors that have been blocked. These incidents have occurred in anesthetics and the doctors are becoming concerned. When IV access was established, the smartsite was blocked.